Manufacturer narrative:
This event was initially reported under medwatch MFR report # 2916596-2017-03388. A user facility report was received and reported under medwatch MFR report # 2916596-2017-03388. Medwatch MFR report # 2916596-2018-02955 reports the debridement on an unknown date initially reported under medwatch MFR report # 2916596-2017-03388. The referenced pump exchange was previously reported under medwatch MFR report # 2916596-2017-03367. Approximate age of device ¿ 2 years and 9 months. Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system a review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an infection at the driveline exit site that required a debridement on an unspecified date not previously reported to the manufacturer. The infection then produced drainage and culture was (B)(6) for (B)(6). Another debridement occurred on (B)(6) 2017. A user facility medwatch was received that states: patient presented to clinic on (B)(6) 2017 for routine visit. She had complaints of pain in the right chest when she bends or lifts and described it as a shooting pain that did not radiate. She reported feeling more tired and short of breath the past few days and not sleeping well. She had a remote debridement for a driveline infection previously and has had hypertrophic granulation tissue that started draining thick, yellow drainage over the weekend and reported pain at that site. Her ldh had gone from 300's to over 995 in the past month. Her inr had been therapeutic with 1.9 the lowest in several months. She was admitted and started on a heparin drip. An echo, cta of the chest, abdomen and pelvis were done along with blood cultures and antibiotics were initiated. The echo revealed adequate lv decompression, and adequate pump function. The cta showed no evidence of occlusion of the grafts. On (B)(6) 2017, the patient's driveline wound was cultured. The next day it was (B)(6) for gps and patient reported brown urine. On 12/1/17 it was decided to take the patient back to the or for a pump exchange due to the fact that the ldh continued to keep trending upward despite the heparin gtt. The driveline was repositioned in the or and the previous site was debrided.additional information was provided on (B)(6) 2018. It was reported that the previous driveline debridement was on (B)(6) 2016. No (B)(6) blood cultures resulted. On (B)(6) 2017 clinic note was recorded that stated the patient inquired about scar tissue from previous debridement which was healed. Cultures were also not (B)(6) on (B)(6) 2017. Other treatment provided was reported as pump exchange (reported within complaint (B)(4). It was also reported that the patient passed .(reported within (B)(4)).